Event description:
It was reported that a pt had an incarcerated incisional hernia repair in 2010 and mesh was used. Immediately following the surgery, the pt developed pain and drainage. Over the course of twelve months, the pt had progressive pain and swelling in the upper abdomen. An ultrasound revealed an incisional hernia in the upper abdomen and a mass between the umbilicus and sternum. The mass was 12x5x3 cm interspersed with non absorbed mesh. There is also a granuloma cavern containing pseudomonas. Add'l info has been requested.

Manufacturer narrative:
(B)(4). Conclusion - the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form.